Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received indicating an invasive procedure was performed. The lead was explanted and replaced. This device remains in service without further complication. No additional adverse patient effects were reported.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high out-of-range (oor) pacing impedances and shocking impedances in both the chronic and newly implanted device. As a result tachy therapy was turned off and the patient is wearing a life vest. To date, no additional adverse patient effects have been reported.